Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting a couple of weeks prior to the report, confirmed as (B)(6) of 2019, the patient believes that the patient controller is defective because it will just turn itself off even with a full charge, or it will take her to the menu instead of turning it on. The patient had an occurrence where she had the stimulator completely off and bent down quickly which turned stimulation on. The patient got the patient controller and turned if off and then it happened again later that day. The patient charged the patient controller, but then it would just go black and not respond, and then she got it turn on, but not off. It sometimes goes blank or is unresponsive. The patient was sent a replacement patient controller to resolve the issue. There were no further complications reported or anticipated.